Event description:
It was reported that in the interventional nephrology dept the catheter was being placed via left internal jugular, when the stylet became stuck within the catheter. The stylet broke approx half way out of the catheter. The remaining portion was removed along with the catheter. A new kit was opened and the catheter was placed successfully. No medical/surgical intervention required. Add'l info received on (B)(6) 2011 from the sales rep stated that the stylet portion that broke was contained within the catheter and thus removed along with the catheter. It was noted that this was only the second catheter this physician placed, as they are trialing this product at this time.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.